Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 95-110mg/dl fasting. Verified test strips expire 07/31/2018. Customer's test strips are being stored in the kitchen and opened vial date september 2015. Reviewed meter memory (B)(6). Customers concern:47mg/dl (B)(6) 8:10pm, 62mg/dl 8:18pm customer is currently taking humalog and lantus. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 95-110mg/dl fasting. Verified test strips expire 07/31/2018. Customer's test strips are being stored in the kitchen and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is currently taking humalog and lantus. No adverse event reported.